Event description:
It was reported that the 9800 system had a damaged power cord and interconnect cable. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cord and the interconnect cable were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.